Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspection was performed on the returned device. The reported resistance was confirmed using the returned non-abbott guide wire; however, not confirmed with a proxy guide wire. The stent dislodgement was confirmed. The difficulty advancing and stent dislodgement was due to the non-abbott guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo; sheath: 6f destination. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a subclavian lesion. A 10.0 x 29 mm omnilink elite stent delivery system was being advanced over a .035" non-abbott guide wire when there was massive friction with the devices after advancing the omnilink for 20-30 cm. The stent implant dislodged due to the friction; however, the stent was still outside the anatomy; therefore, the dislodged stent and omnilink delivery system were easily removed. The guide wire was exchanged to a .018" guide wire and a new omnilink was advanced without issue to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.